Event description:
One endeavor rx drug-eluting stent was implanted at the 1st obtuse marginal (MFR report # 2953200-2010-00116) and one endeavor rx drug-eluting stent was implanted at the proximal lad. Pt was asymptomatic / free of symptoms at 30 day follow up and at 6 month follow up. At 1 year follow up pt displayed stable angina. At 1.5 year follow up, pt was asymptomatic / free of symptoms. It is reported that a sudden death occurred approx 19.5 months following index procedure. It is reported that death was not associated with a mi and there was no evidence of stent thrombosis. Autopsy report is not available. It is reported that pt died without any prior signs and symptoms. Investigator indicated that event was not related to the study stent. Pt was taking asa 24 hours prior to the event.

Manufacturer narrative:
(B) (4). H6: eval results - (death).